Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. The system checks info was not provided. The customer indicated that the pt's samples were collected in bd plastic lithium heparin tubes with gel separators. The customer indicated that pt's samples were centrifuged at 3500 rpm for 10 minutes. The customer has previously been re-trained on pre-analytical sample handling. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and verified main pipettor alignments. The fse ran a diagnostic and accu tni precision test; all results were within specifications. The fse verified that the instrument was operating per established procedures. On a recur event, additional testing may have been done and treatment decisions could be affected. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Regarding erroneously elevated troponin (accu tni) results from three (3) different patients that were generated by the access 2 instrument. The elevated accu tni result from pt a was 1.10ng/ml. The elevated accu tni result from pt b was 0.54ng/ml. The elevated accu tni result from pt c was 0.49ng/ml. The results were not reported out of the lab. The customer re-tested the pts (a, b, and c) original samples for accu tni. The repeat accu tni result from pt a was 0.38ng/ml. The repeat accu tni result from pt b was 0.03ng/ml. The repeat accu tni result from pt c was 0.01ng/ml. The repeat accu tni results from pts a, b, and c were reported out of the lab. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.